Event description:
This event is reportable based on returned device analysis conducted on 09 february 2023. It was reported that a failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was selected for a transcatheter aortic valve implantation (tavi) procedure. The sentinel cps was advanced from the radial artery to the brachiocephalic artery. While attempting to deploy the proximal filter, resistance was experienced and the proximal filter failed to deploy. The sentinel cps was removed from the patient and the procedure was completed with a second sentinel cps device. No patient complications were reported. However, returned device analysis found the proximal filter was torn. It was further reported that after removing the sentinel cps from the patient, the proximal filter was opened outside the patient for testing.

Manufacturer narrative:
B5: describe event or problem - updated. Device evaluated by MFR.: the sentinel cps was returned and analyzed by a bsc quality engineer. Visual analysis revealed a sheathed proximal filter, relaxed articulating distal sheath (ads), unsheathed distal filter, and stretched outer shaft. A functional test was performed and found that before flushing the sentinel cps, the proximal filter was unable to be unsheathed using the proximal filter slider (#1). After flushing the sentinel cps, the proximal filter was still unable to be unsheathed using the proximal filter slider (#1) and the sentinel cps. A dissection test was then performed using scissors to create a transversal cut on the distal part of the outer shaft. No damage was seen in the braids of the inner shaft. However, a tear in the proximal filter was noted.

Event description:
This event is reportable based on returned device analysis conducted on (B)(6) 2023. It was reported that a failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was selected for a transcatheter aortic valve implantation (tavi) procedure. The sentinel cps was advanced from the radial artery to the brachiocephalic artery. While attempting to deploy the proximal filter, resistance was experienced and the proximal filter failed to deploy. The sentinel cps was removed from the patient and the procedure was completed with a second sentinel cps device. No patient complications were reported. However, returned device analysis found the proximal filter was torn.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned and analyzed by a bsc quality engineer. Visual analysis revealed a sheathed proximal filter, relaxed articulating distal sheath (ads), unsheathed distal filter, and stretched outer shaft. A functional test was performed and found that before flushing the sentinel cps, the proximal filter was unable to be unsheathed using the proximal filter slider (#1). After flushing the sentinel cps, the proximal filter was still unable to be unsheathed using the proximal filter slider (#1) and the sentinel cps. A dissection test was then performed using scissors to create a transversal cut on the distal part of the outer shaft. No damage was seen in the braids of the inner shaft. However, a tear in the proximal filter was noted.